Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned for evaluation- evaluation in process. Note: manufacturer contacted customer in a follow-up call on 10-jul-2024 to ensure the replacement products resolved the initial concern -able to establish contact with customer who stated they are comfortable with the new replacement products.

Event description:
Pharmacist reported complaint for the trueplus pen needles. Caller stated that one of the pen needles in the box has some "fuzzy black stuff" under the cap of one of the pen needles and the needle is sealed under the plastic wrapper. Caller stated that the product was opened about 1 week ago and it was located in the bottom of the box. Caller advised that box was sealed and intact upon receipt. No symptoms or medical attention associated with the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 08-sep-2025: h3: was the device evaluated by the manufacturer? H6: updated FDA¿s type, findings and conclusions codes. H10: complaint was forwarded to supplier quality and defect found on returned pen needle: supplier manufacturing defect due to foreign matter observed. The reported defect is confirmed. Internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Root cause: rc-075: supplier manufacturing defect.